Manufacturer narrative:
Unit operational but misting; removed/replaced oil mist filter element, filled up vacuum pump assembly with fresh oil. Unit meets spec. Oil mist.

Event description:
Customer alleged haze/oil mist from their sterrad 200. It is unk if there is any human reaction related to this event.